Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced two events of infusion set leakage on (B)(6) 2025. The leakage was via the anchor point for both the events. No furthur information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2. Since no lot number is available, a detailed investigation testson reference samples or batch review can not be conducted. Therefore, this complaint will be closed, this issue will be monitered through pms product trends and malfunction, if any trends picked up, this would flag on the trips and alerts according to the omqr process.